Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient had peritonitis and was in the hospital. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count initially obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus haemolyticus in the culture and a wbc count of 282/mm3. Follow-up peritoneal effluent fluid cultures and a wbc count obtained and tested following admission to the hospital (exact date unknown) presented with staphylococcus haemolyticus in the culture and a wbc count of 2962/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed ceftriaxone in the emergency department, followed by vancomycin at 1250 mg and tazobactam/piperacillin (routes, dosages, frequencies and durations not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization, and it was presumed that they were transitioned to hemodialysis (hd) for renal replacement therapy (as is the typical course). The patient was discharged from the hospital on (B)(6) 2025. As the source of the patient¿s infection was unknown, any causative or contributing factors from the patient¿s fresenius product(s) or device(s) could not be ruled out by the reporting pdrn. The patient recovered from this event post-discharge. The patient¿s continuing modality of renal replacement therapy following discharge was not reported.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no allegation or indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin, and that is typically associated with a touch contamination event during pd therapy. Regardless, as the cause could not be determined, the liberty select cycler with the liberty cycler set cannot be excluded as potential causative or contributing factors in this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient had peritonitis and was in the hospital. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count initially obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus haemolyticus in the culture and a wbc count of 282/mm3. Follow-up peritoneal effluent fluid cultures and a wbc count obtained and tested following admission to the hospital (exact date unknown) presented with staphylococcus haemolyticus in the culture and a wbc count of 2962/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed ceftriaxone in the emergency department, followed by vancomycin at 1250 mg and tazobactam/piperacillin (routes, dosages, frequencies and durations not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization, and it was presumed that they were transitioned to hemodialysis (hd) for renal replacement therapy (as is the typical course). The patient was discharged from the hospital on (B)(6) 2025. As the source of the patient¿s infection was unknown, any causative or contributing factors from the patient¿s fresenius product(s) or device(s) could not be ruled out by the reporting pdrn. The patient recovered from this event post-discharge. The patient¿s continuing modality of renal replacement therapy following discharge was not reported.